Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests, customer received readings of 118 mg/dl and 400 mg/dl within 10 mins. The tests were performed on the fingers. There was no report of death, serious injury or mistreatment associated with this event.